Manufacturer narrative:
(B)(4). Report source, foreign ¿ event occurred in (B)(6). Combination product ¿ yes. Corrective action has been initiated for the reported issue. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when box of bone cement was opened, the inner package was not fully sealed. There was no patient injury and no delay in a procedure as a result of the event.